Event description:
Pt had cook celect retrievable ivc filter placed in 2009, preop for knee replacement, has congenital cerebral avm, contraindication to anticoagulation. Filter was not removed. During workup for a rib fracture on (B)(6) 2012, rib films showed that 2 of the secondary struts of the filter fractured, lodging into each lower lobe pulmonary artery. The exact time of this embolic event unk as the pt was asymptomatic and remains asymptomatic. CT scan of abdomen reveals all struts of the filter to have perforated the ivc. After consultation with pt, she decided to proceed with filter retrieval. Filter successfully removed without incident (B)(6) 2012.